Event description:
A us distributor returned a monitor and reported monitor delivers pulse above upper limit.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (delivers pulse above upper limit) has been confirmed. As received, the monitor did not pass incoming functional testing. The cause for the test failure was isolated to a shorted q10 transistor on the defibrillator pca board, causing fault. The root cause for the shorted q10 transistor could not be positively identified. There was no adverse event that resulted from the damaged monitor.